Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was returned with particles found in the fluid path after visual inspection. This was deemed to be an issue with the production process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4)., event 1. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1. Customer reported the presence of unidentified particulates in several of the syringes.